Event description:
A surgeon reported that during a cataract extraction procedure, a pt experienced a capsule tear as a result of significant variation of intraocular pressure (iop) in the anterior chamber. The doctor felt the cause of the event could be the tip being obstructed with lens material. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).